Event description:
Revision surgery - due to the poly not being thick enough and causing pain.

Manufacturer narrative:
The reason for this revision surgery was due to pain after 2.5 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this product: three for stability/poor joint issues, one due to infection, and one due to pain. This is the first complaint for this lot number. The root cause for the pain was most likely due to the patient's implant not being the correct size and was not thick enough. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.